Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 3.5 mmol/l at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer stated that the insulin pump was exposed to water. The customer stated that the battery cap was indented. The customer stated that the insulin pump was vibrating without an alarm. The customer stated that a constant tone was occurring. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage found on the electronic assembly. Moisture damage was also found on the motor. No constant tone or vibrating anomaly was noted. The pump was received with a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.